Event description:
A customer contacted physio-control to report that their device would not power on properly. In this state the device may not be able to provide defibrillation therapy if it were needed.this issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to contamination inside the power switch of the main keypad.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device would not power on properly. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse event reported.